Manufacturer narrative:
Investigation under "iaca m04/04" is ongoing. Product evaluation results: visual inspection of the lens showed one of the haptics was bent. See scanned page.

Event description:
The facility states that an intraocular lens model number (B)(4) was damaged as it was being implanted into the patient's eye. The surgeon removed the lens without patient injury. It is unk what caused the damage to the lens.